Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a replacement insulin pump and it immediately alarmed critical pump error. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Pump powered up properly after battery installation. No critical pump error alarm noted. Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The insulin pump was received with scratched case and pillowing keypad overlay.